Event description:
It was reported that after less than 5 minutes in standby mode, the laser system displayed a "fiber life end" message at 47,639 joules and 7:21 minutes of use. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-440a-1851: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the outer flow tubing open end exhibits some damage. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.